Event description:
Boston scientific received information that this right ventricular (rv) lead and device displayed high, out of range shock impedance measurements. The shock impedance measurements had been gradually increasing over the last year. The patient was seen for defibrillation threshold (dft) test testing where a successful 11 joule shock was delivered in a configuration of distal coil to can. The resulting shock impedance measurement was 53 ohms. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the patient was seen for a procedure where the device and lead were explanted and replaced. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.